Manufacturer narrative:
(B)(4). Evaluation results: (ruptured aneurysm, endoleak). Results/conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 20 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It is unk whether the pt returned for follow-up or not. It was reported that the pt was treated for a type 1 endoleak and a contained rupture approx 14 months ago. The physician reported that the cause was disease progression, not graft migration. The physician placed another manufacturer's cuff at the proximal end of the original graft, the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.